Event description:
It was reported that the device was inflated to 8 atm when dye was seen to be coming from the balloon. The deployment of the stent to the optimal diameter was never achieved due to the pinhole in the balloon. The balloon was deflated and views were taken to determine the stent expansion. The vessel was nearly closed off with a dissection. Subsequent bradycardia ensued, which was treated with atropine. Another stent was placed and with appropriate balloon inflations, the vessel became acceptable with no further evidence of a dissection.